Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and found to have an error when installed on a test system. The system powered up with a red ring around the tube-set port and displayed a message stating "insufflator disabled." The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a red ring was observed around the tube-set port at system power up, and the customer was getting a message "insufflator disabled" in the insufflator menu tab. The customer tried to power cycle the system as well as power cycle just the insufflator, but they are still getting the message that the insufflator is disabled. Customer checked and there are no cords that appear to be disconnected. Customer will use an air-seal for insufflation during this procedure. The procedure was completing as planned with no reported injury.